Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device interrogation revealed that both the right atrial and ventricular leads were pacing simultaneously; the atrial lead exhibited loss of capture due to lead dislodgement. The physician stated that x-ray taken post implant revealed that the lead had dislodged. The lead was repositioned successfully on (B)(6) 2018. The patient tolerated the procedure well.